Event description:
Related manufacturer reference number: 1627487-2024-11756, 1627487-2024-11757. It was reported during the procedure to address lead migration, l1 lead broke off into the epidural space and partially left implanted. Surgical intervention was undertaken on (B)(6) 2024 during which the remaining portion of the lead was explanted and a new l1 lead was implanted. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.